Manufacturer narrative:
(B)(4). Eval, results: eval for the returned product shows when tested the alarm powered-up, but there's no alarm tone when pressure is taken off the sensor pad or when it's disconnected. There's no alarm tone when using the magnet and it's removed from the magnet plate. The nurse call function does work correctly. (B)(4).

Event description:
Customer reported that the alarm has no power and that was discovered during set-up. There was no pt contact. Eval for the returned product shows there's no alarm tone when pressure is off the sensor pad.